Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The pca card and two batteries were replaced to resolve the reported issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. (B)(4).

Event description:
The hospital reported short battery life during patient use. No report of patient harm.